Event description:
The customer observed imprecise quality control results on a single level of control fluid processed using vitros phyt slides on a vitros 5,1 fs system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not processed while quality control was unacceptable. There were no allegations of harm. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise quality control results were obtained using the vitros clinical chemistry products phyt slides on a vitros 5,1 fs system. The definitive root cause is unknown, however; the investigation could not rule out analyzer related events that could have contributed to the phyt imprecision. The investigation determined that the customer has had multiple events involving phyt imprecision, using two phyt lots on this vitros 5,1 fs system. The investigation found no evidence to suggest that either vitros phyt reagent lot 2646-0110-2193, or lot 2647-0104-4412, did not perform as expected. Ocd field service investigated and made necessary repairs, however, acceptable performance was not maintained. The customer has observed acceptable vitros phyt results from the alternate 5,1 fs system. The definitive root cause of this event is unknown, however to date, the data reviewed indicates that it is most likely instrument related. The investigation is on-going. An ocd field engineer will investigate the cause of the vitros 5,1 system imprecision.